Manufacturer narrative:
Review of results files displayed the following: crrs 3, non reactive with cells 1-3, 4+ positive control. Well images of cell 1 and 3 appeared negative with a tight button and no adherence. Cell 2 appeared slight fuzzy button, reaction score was 2. Crrid - displaced negative with cells 1-14 and 4+ positive control. Well images displayed button in the center of the wells. Confirmed the reactivity of the e antigen on retention capture-r ready-screen (3) lot r101 and capture-ready-ID lot id130 using anti-e lot 7d630 (1:128 dilution). Performed an antibody screen on the customer's submitted sample and our in house donor positive for anti-e on the echo using the customer's returned capture-r ready-screen (3) (crrs3) lot r101. Controls performed as expected and the in house donors resulted 4+ positive on cell ii as expected. The customer's submitted sample was negative for all cells. Performed an antibody screen on the customer's submitted sample by tube/peg using retention panocell I, ii and iii. The customer's submitted exhibited negative reactivity with cell I at is, 37 and iat phase. The customer's submitted exhibited positive reactivity with cell ii at is, 37 and iat phase. The customer's submitted exhibited positive reactivity with cell iii at is and 37 phase. The sample appears to have an igm component to the antibody present. Capture technology is not intended for the detection of igm antibodies.

Event description:
Customer reported an unexpected negative result when testing a patient sample with capture-r ready screen 3 (crrs 3) and capture-r ready ID (crrid) on the echo.